Manufacturer narrative:
In conclusion, the following info is provided: hospital and medical center discharge summary by dr: in dr's discharge summary he states,"...although no absolute conclusions have been proved to explain this incident, the consensus amongst the involved disciplines was that this pt had a hypercoagulable state at the time pdt treatment predisposing her to the extensive hemorrhagic necrosis described. Over the past month the photodynamic therapy lab has resumed full function without incident." Postmarketing suspect adverse reaction report: action taken in summary: the institution has changed the treatment protocol they use to reduce the dosage of light from 300j/cm to 200j/cm and to specify that the maximum length of barrett's esophagus treated in one session not exceed 7 cm. The light dose of 300j/cm was the recommended dose for the treatment of obstructive advanced esophageal cancer and has been used before in this indication. Recent unpublished clinical experience indicates that treating larger segments may be associated with higher systemic toxicity. Photodynamic therapy is a 2-step procedure involving both the injection of photosensitizer (photofrin) and illumination with appropriate light delivery devices. Qlt phototherapuetics hold the nda for photofrin (nda# 20-451) and the PMA for the fiber optic diffusers, optiguide. Coherent medical group hold the PMA for the lasers that provides the light illumination source, lambda pdl1 and pdl2.

Event description:
Photodynamic therapy (pdt) was used for carcinoma of esophagus. Pt received injection of photofrin on 9/22/97 for the treatment and then was administered two light deliveries, one on 9/24/97 and the other on 9/25/97. Pt died on 9/27/97.